Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb threatening ischemia (clti). The 100% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.